Event description:
It was reported that the ilet bionic pancreas sustained physical damage when it was accidentally stepped on, resulting in a broken screen that left the bottom half not visible and the top half displaying green lines, though touch response remained. Symptoms included no injury to the user. Outcomes included no reported clinical impact, no alerts or alarms, and continued ability to interact with the device despite the display damage. Investigation included a review of the reported failure mode and collection of device and user account details. Investigation of this case revealed a damaged display consistent with external impact. It was concluded that the event was due to user-induced physical damage to the device¿s screen. A replacement device was provided and the original will be returned.